Event description:
A posterior capsular tear was observed, and a vitrectomy was performed. No other info is forthcoming. Several attempts were made to gather further info regarding this event. The facility did not return MFR calls, or fax.